Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with a mentor cpx 4 breast tissue expander with suture tabs (catalog #: 3549214, serial #: (B)(6). Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a 550cc mentor cpx 4 breast tissue expander with suture tabs prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed based on physical examination on (B)(6) 2021. As a result, the patient underwent explantation on (B)(6) 2021.